Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an auditory alert after an unrelated procedure. Upon device interrogation, the ICD was found to be in back up mode. High voltage (hv) therapies were disabled during the backup mode. Programming changes were performed to restore the device. The patient condition is stable.